Event description:
Per the clinic, the patient experienced external magnet retention issues. The device was explanted (date unknown). The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted on february 17, 2022.